Manufacturer narrative:
This report is submitted december 23, 2019. - attachment: [158437 device analysis report reg.pdf]

Manufacturer narrative:
This report is submitted on 26 november 2019.

Event description:
It was reported that the patient experienced infection and cholesteatoma at implant site, resulting in explant of the device on (B)(6) 2019.